Event description:
It was reported after successful deployment of the first coil, the physician tried, but was unable to use the guidewire to repositioned the catheter in the aneurysm the catheter and guidewire were then withdrawn, and the guidewire was found exiting the catheter at the distal marker band prior to the distal tip. The tip of the catheter was reported to have been steam shaped prior to use. No patient injury reported.

Manufacturer narrative:
The catheter has been evaluated. The catheter segment distal to marker band is thinned; the tip is partially separated at this point between the marker band and the end of the catheter braid. Based on the investigation, the damage to the distal tip is likely to have occurred as a result of shaping the tip of the catheter.